Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 25 mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f torqvue delivery sheath for a left atrial appendage (laa) closure. A moderate pericardial effusion was noted prior to implant. The landing zone measurements were: 21 mm at 0 degrees, 20 mm at 45 degrees, and 20 mm at 90 degrees. The patients heart rhythm was atrial fibrillation. During the procedure, the activating clotting time was 332 seconds, and the left atrial pressure was greater than 12 mmhg. Transeptal puncture was made at the mid/mid location. The sheath was exchanged at the left upper pulmonary vein (lupv) and laa location. The device was partially recaptured once. Close criteria were satisfied. A tension test was performed. The device was implanted. No change in effusion was noted post-deployment and measured 10.81 mm at the time of implant. On (B)(6) 2026 the patient was presented to the hospital with a circumferential pericardial effusion. It was determined that tamponade was not present. A pericardiocentesis was completed. No fluid was drained from the pericardium. They physician believed that the issue was an inflammatory process and not device related. The patient status was stable.